Event description:
Home pt (hp) reports difficulty priming pt line of apd set. Hp uses one 12 ft extension set for pt end with homechoice set. Hp was able to prime lines after one reprime attempt. Per hp, no pt injury or medical intervention was required as a result of incident.